Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, there was a hole in the distal tip of the device. Another device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
One dragonfly optis imaging catheter was received for evaluation. The results of the investigation concluded that liquid came out of the purge hole, which is proximal to the guidewire exit port, in drops during the purge test; no liquid leaked out of any other catheter location. Dimensional inspection revealed the purge hole diameter also met the specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the reported event and the information received from the field, the cause of the reported event remains unknown.